Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva total parenteral nutrition (tpn) bag was leaking from the bottom right corner. This event occurred during setup and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection and microscopic, a small tear was observed at the bottom right edge of the bag. Functional testing was performed and the leak was confirmed at the bottom right edge of the bag. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.